Event description:
A report that the patient's precision system was explanted was received. The patient stated, she was unable to receive any stimulation due to the presence of scar tissue.

Manufacturer narrative:
The explanted devices will not be returned for evaluation.